Event description:
Event description cpi received information that this lead had a rate sensing problem with impedence >2000 ohms and loss of capture at 10 v. Patient had several inappropriate therapies. Damage at the connector tip was repaired on the lead and it remains active in patient.